Event description:
It was reported that the sternal saw was working intermittently during set-up. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
It was determined that the blade was bent on the sternal saw. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of pt complaints.